Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported problem. However, the fse did make electrical and mechanical adjustments to correct the reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 3 was floating intermittently with no errors reported on the system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and support details.

Event description:
Refer to h11 for follow-up information.